Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), during wedge lung resection( open procedure), purple reload fired, and staples did not form. Reloaded handle with another purple reload and had same issue. Opened another handle and successfully proceeded with case. There was incomplete staple line. Patient hospitalization extended by 1-2 days. Staple line fixed by suturing. No patient injury. The patient's status: discharged and good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.